Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B)(4) was found to have a broken trunk cable connector. The last patient to use this electrode belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. Upon inspection, the electrode belt was found to have a broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified but was probably a result of excessive force applied to the connector during mating. No adverse event resulted from the broken trunk cable connector.